Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lower part of lcd (liquid crystal display) did not work correctly (two columns lighted up all the time, nothing else). Analysis also found both bail covers were broken and both battery contacts were compressed. Cable would not go all the way into the ventricle output connector (had foreign material in it). (B)(4).

Event description:
It was reported the lcd (liquid crystal display) was bad; post power up the lower display did not illuminate when menu button was pressed. The external pulse generator was returned for repair. There was no patient involvement indicated.